Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced overdose in 2009. The pump was explanted. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.